Event description:
Boston scientific received information that this right atrial lead had fractured, resulting in impedance measurements greater than 3000 ohms recorded on the lead. Loss of capture at max output and noise were also noted. With current information, the lead remains in service and will be replaced in the near future. No adverse patient effects were reported.

Event description:
Additional information was received that this lead was explanted during a normal device replacement procedure for normal battery depletion. A new right atrial lead was implant with no adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted and replaced. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned, with extreme stretching noted near the tip of the lead, along with other minor induced damage due to the explant procedure. The lead did not pass a continuity test, supporting the observation of lead fracture. Examination of the lead body confirmed that the anode conductor coil was fractured at the proximal suture sleeve tie down site, which likely resulted in the field observations of high impedance, noise, and loss of capture.